Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the carealert tone was heard by the patient. The alert appeared to be due to atrial impedance levels were not measured on the implantable cardioverter defibrillator (ICD). Atrial capture was confirmed to be as expected. The alert was cleared and the device remains in use. No patient complications have been reported as a result of this event.